Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) zoa451s, abutment contour cuff for evaluation. Visual evaluation was performed, signs of use, damage to the implant was identified. The screw wasn¿t completely removed from within the implant. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the zoa451s dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: dental: functional: fracture: screw) based on the investigation and risk management file review, the most likely root cause determined was external factors (patient¿s conditions). Therefore, based on the available information, a device malfunction did occur. The abutment screw wasn¿t completely removed from within the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported a screw fracture between the implant at tooth site #26 and the abutment. Implant was removed. Symptoms as a result of the event: none reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm lot 62583953. H4: device manufacturer date unknown / not provided.